Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The reported symptom was unable to be evaluated for due to an unrelated issue occurring during evaluation on power up. The pump is no longer in its received condition and the evaluation could not be performed. The device in question was repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused in the neonatal intensive care unit on a pediatric patient. The pediatric patient was being infused with a 500 ml bag running at 1 cc/h, the bag was hanging for under 48 hours and was off for 12 hours in the middle to de-clot the line, the reporter stated that approximately 36 cc should have been infused. It was stated that the pediatric patient had a significant weight gain overnight of 160 grams. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.